Event description:
It was reported by the patient that a pneumothorax occurred during implant of their implantable cardioverter defibrillator (ICD). It was further reported that the pneumothorax likely developed from attempted venous puncture and that the patient required a chest tube insertion. The pneumothorax is now fully resolved and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).